Manufacturer narrative:
The device was manufactured per patient's prescription (rx). The reported mouthguard was not available for evaluation; however, the material lot information was available for a review. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. Without the actual device, further evaluation of the device could not be done. This incident is being monitored, tracked, and trended.

Manufacturer narrative:
The reported mouthguard has not been available for evaluation yet. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after wearing a comfort hard-soft bite splint overnight. The patient had been using the mouthguard for about 2 weeks before experiencing the issue. The patient's lips felt numb on the area where made contact with the mouthguard. Upon experiencing the reaction, the patient stopped using the mouthguard and the numb feeling went away after a day. The patient did not require any treatment for the reaction. The patient was reported to be doing fine. The patient was prescribed the mouthguard for severe bruxism. The patient has a history of high blood pressure. The patient has no known allergy. The doctor made adjustment to the right side (both inside and outside) of the mouthguard. The patient cleaned the mouthguard using only water.